Manufacturer narrative:
A ge service rep performed an on site investigation. The reported malfunction was verified. Recalibrated the systems aec tracking to meet specifications. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the microamps/kv need adjusting on the 6800 system. There was no report of pt injury.